Event description:
Patient reported that about one month ago she experienced an instance where the infusion set tubing became disconnected from the connector. The alleged infusion set has been discarded. Patient stated she was able to change to a new infusion set. No adverse event reported. No product return requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.